Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Sus voluntary event report (foi for manufacturers) - report number mw5069042: patient had 5 french sheath in her left groin, left heart cath done, no IV gram, perclose device deployed in pt's left groin by md, unable to remove perclose after I was deployed. Another md came, unable to remove the perclose. Pt taken to operating room for removal. It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 5f sheath after a heart catheterization. Reportedly, the proglide device was deployed but the device could not be removed from the patient anatomy. The patient was taken to the operating room for removal of the device and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The patient was discharged to home. The physician is reportedly trained in the use of the proglide device. No additional information was provided.